Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of two access sites (one for lower limb section, another one for central section) in the calcified right common femoral vein using two prostyles after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. A new prostyle was used to achieve hemostasis at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.